Event description:
Pt reported she cannot remove the battery cover from the infusion device. Pt also reported unexplained high blood glucose readings of approximately 300 mg/dl. Pt no longer has confidence in the infusion device. Several attempts were made to gather more info from pt. These attempts were unsuccessful. Infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.